Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular planned treatment procedure was performed when the issue happened. The planned the treatment was completed as planned. A philips field service engineer (fse) inspected the system onsite and confirmed that reported problem. After reviewing the log, it revealed an spc2 fault at the rear of the l-arm. Upon troubleshooting, the led indicators and tbl-sp on the auxiliary cabinet gib were off, indicating a malfunction in the pre-sequence self-test and failures in both the table and clea2 hardware assessments. To resolve the issue, fse replaced amc triple servo drive hp-lp-lp. After amc triple servo drive hp-lp-lp replacement, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.